Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced occlusion issue on (B)(6) 2023 as patient received an occlusion alarm and the blockage was located in the tubing. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 17-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 17-mar-2026 against lot number 6000597 and similar malfunction codes: occlusion in the tubing and/or tubing connectors- blockage, occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded), tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). The review confirmed that lot 6000597 and the identified failure mode are not associated with any non-conformance report (ncr) or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 02-mar-2026 against lot number criteria equal 6000597 and similar malfunction codes: occlusion in the tubing and/or tubing connectors- blockage, occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded),tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). The count of complaints is 1. The complaint number is complaint (B)(4) device history record (DHR) review: the lot 6000597 was manufactured according to work instruction (wi) version 103 and manufactured in line inset 5 on 13-may-2023 with a total of (B)(4) units. The sub-assembly: tube gluing lot 3d04702 was manufactured according to the wi version 55 and assembled in the sc04 line, on 12-may-2023, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6000597 and related malfunction codes. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending. For more details see the information under the child investigation record 2607645. Based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). CAPA determination = no CAPA required complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint.